Manufacturer narrative:
B5 - "lens rotation also factored into why the lens was exchanged for a longer lens." Should be added to the initial MDR. H6 - medical device problem code 2923 added to initial MDR. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.5/+6.0/096 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a longer lens due to low vault. The problem was resolved.